Event description:
It was reported that a right atrial (ra) lead was explanted due to occlusion of the right side during revision procedure of a right ventricular (rv) lead. Rv lead was being explanted due to high threshold. Physician decided to explant the whole system and implant on the left side. No additional adverse patient effects were reported.